Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ev lead was explanted and replaced. It was indicated that the replacement ev lead was also possibly placed in the pleura as lead movement was noted with breathing; however, the replacement ev lead measurements were acceptable. Additionally, it was noted that the patient had a small pleural effusion around the left heart on chest x-ray. An x-ray performed a week after ev lead replacement showed the effusion was subsiding in comparison to how it was the previous week. The replacement ev lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025. Product ID: eaz101 ((B)(6)); product type: 0262-lead-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that hours after implant, it was noted that the extravascular (ev) lead had dislodged into the pleura resulting in diminished r-wave values and the chest x-ray showed pleural placement. The ev lead was turned off until the system can be revised. No further patient complications have been reported as a result of this event.